Event description:
It was reported that a clearlink system - non-dehp solution set disconnected at the y-site (clearlink) from a clearlink luer activated valve set. This issue was identified during patient infusion. The tubing was connected to an intravenous (IV) pump and chemotherapy was spilling on the floor. It was further described as "IV chemotherapy found disconnected from chemo flush tubing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted a report to medsun; however, the report number was not provided for this event. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.